Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported "very strong" postoperative inflammation the day following an intraocular lens (iol) implant procedure. Steroid eye drops worked effectively and symptoms improved rapidly. Bacteriological testing was not performed. Product sample is unavailable for return as it remains implanted.